Event description:
It was reported that the patient experienced elevated glucose readings while using the ilet and the caregiver associated the highs with menstruation; review of pump data showed the pump had been paused and meal announcements were misused. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and completion of troubleshooting with assignment for additional training. Investigation included review of device data and user technique education. Investigation of this case revealed user-related factors, including pump pause and incorrect meal announcement use, contributing to high glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown with contributing use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.